Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 78-year-old female with an indication for use of the impella cp for acute myocardial infarction complicated by cardiogenic shock, with pre support clinical status consistent with scai shock stage b, underwent impella cp support via right femoral percutaneous arterial access. The device was implanted on (B)(6) 2026, at 11:00 am. The patient left the catheterization laboratory with no evidence of bleeding. Upon arrival at the ICU, she was noted to have elevated blood pressure and active bleeding from an IV site in the left arm. Subsequently, she developed bleeding from the impella access site, followed by ongoing bleeding from multiple sites. The care team questioned whether the cumulative exposure to heparin contributed to the diffuse bleeding. The device was explanted on 3/9/2026 at 5:29 pm. Based on the information provided, the bleeding events began after ICU arrival and involved multiple sites, including the impella access site. No device malfunction has been reported. Clinical factors, including anticoagulation management, may have contributed to the observed bleeding; however, a definitive causal relationship to the device cannot be established with the available information. Further evaluation may be conducted upon receipt of the returned product, gfe pending. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the access site adverse event was not determined due to insufficient clinical details.